Manufacturer narrative:
The reported events were failure to capture, and the stylet could not be removed. A complete lead was returned in one piece with the helix extended and clogged with blood/ tissue and stuck stylet inside the lead. The reported event of failure to capture was not confirmed. Final analysis found no indication of conductor fractures or internal shorts. The reported event of the stylet could not be removed was confirmed and was isolated to the inner coil being clogged with blood at the distal region upon destructive analysis.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead failed to capture and failed to have the stylet pulled out of it. The ra lead was not used and replaced on (B)(6) 2024. The patient was in stable condition.